Event description:
New information notes the lead was explanted.

Event description:
It was reported that at follow-up, a large variance in lead impedance was noted. Impedance increased during positional changes. Externalized conductors were found via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 33.9cm was returned for analysis. Insulation damage was found at 25.0- 26.5cm from the connector pin consistent with clavicle crush damage. External insulation abrasions were found at 14.9-15.0cm and 17.0-17.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.